Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was used during a transobturator tape (tot) procedure performed on (B)(6), 2021 for the treatment of stress urinary incontinence. During the placement of the mesh, the whole dilator detached from sleeve assembly inside the patient and was retrieved by hand. The procedure was completed with another of the same device. There was no reported patient outcome from the event. The condition of the patient following procedure was stable.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The implant surgeon is: (B)(6) block h6: device code a0501 captures the reportable event of dilator detachment. Block h10: visual investigation of the returned obtryx halo single system found that both dilators had become separated from the sleeve, confirming the reported event. The seal at the end of the sleeve was separated. No other defects were observed to the system, mesh, or delivery device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the available information, it is likely that excessive pulling force was applied during the placement of the mesh, resulting in the analyzed device condition and the reported complaint. Therefore, the investigation concluded that the most probable cause for this complaint is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was used during a transobturator tape (tot) procedure performed on (B)(6) 2021 for the treatment of stress urinary incontinence. During the placement of the mesh, the whole dilator detached from sleeve assembly inside the patient and was retrieved by hand. The procedure was completed with another of the same device. There was no reported patient outcome from the event. The condition of the patient following procedure was stable.

Manufacturer narrative:
(B)(6). This event was reported by the distributor. The implant surgeon is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.